Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 30. On (B)(6) 2023 fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling, bleeding, abscess and inflammation. No further patient complications were reported.